Event description:
Dialysis 2008t machine fell over due to a caster breaking off its mounting. The machine was not being transported at the time of the incident. It was simply standing in a rinse cycle. The machine is only four years old. When examined, the caster is mounted directly into a threaded socket that is cast into the plastic chassis. These seems like an inherently weak design. Several of the supporting plastic mounts had fractures in them. The standard repair is to replace the entire chassis. This is very time consuming, but even more important someone standing next to the unit or a pt being treated could be harmed. MFR was contacted, but offered no concern other than treating this as a normal failure and repair.